Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed with the returned system controller (serial # (B)(6)). The system controller was connected to laboratory equipment and the system monitor displayed a ¿replace backup battery¿ alarm message. The alarm was related to the expiration of the internal 11v backup battery (serial # (B)(6)), which was expired in april 2020. The returned system controller was functionally tested using laboratory equipment and no functional issue was identified that could be correlated to the reported alarm. The log file retrieved from the returned system controller did not capture data relating to the reported alarm. The analysis indicate the reported backup battery fault alarm was related to the expiration of the intermittent 11v backup battery. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6)) was shipped to the customer on 29jun2015. Heartmate ii lvas IFU, heartmate ii patient handbook, under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes backup battery fault alarm that instructs the user to ¿call your hospital contact as soon as possible for diagnosis and instructions¿. Heartmate ii lvas IFU, heartmate ii patient handbook contains important cautions and information on general equipment care, storage, and management. Heartmate ii lvas IFU, heartmate ii patient handbook, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Missing information - patient weight. Missing information - device manufacture date. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a backup battery fault alarm and the controller was exchanged. The alarm has not returned since the controller exchange.